Manufacturer narrative:
Additional info has been requested, and if received, will be supplied on a supplemental report.

Event description:
It was reported that "trident cup liner removed. No ingrowth on cup". Pt had cup and liner revised.